Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he went to the emergency room twice due to diabetic ketoacidosis. The customer reported that the first visit was about six months prior to the call. The customer stated that the second visit took place about one month prior to the call; he had a blood glucose level of 500 mg/dl. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.